Event description:
It is reported that the device was implanted in 2002. Post-op, the pt complained of pain. Device was revised in 2004 and the doctor found grooves and pitting in the poly of the articular surface.

Event description:
It is reported that the device was implanted 2002. Post-op, the patient complained of pain. Device was revised in 2004 and the doctor found grooves and pitting in the poly of the articular surface.